Manufacturer narrative:
We are in the process of performing the investigation and will submit the follow-up report once the evaluation is completed.

Event description:
Graft was implanted and dialysis was completed after 24 hours without issue. A few days later, the patients arm became red, blotchy and swollen.